Event description:
It was reported via a clinical study that the patient had hemolysis based upon the ldh levels which explained the renal failure and hemoglobin drop. The next day, the physician also attempted to increase the patient's impella speed which wasn't able to be done due to suction and hemolysis. The patient was subsequently placed on a va ECMO. Two days later, the physician noted that the lactic acid was coming down although stagnant and that multi-organ failure was ongoing with the multiple devices in place and the hemolysis still on-going. A week longer, the physician noted significant hemolysis from the ECMO devices and that they were planning to transfuse. The physician assessed the events as related to the tandemheart device but further details as to how they were related was not provided. No additional relevant information has been received to date.

Event description:
It was reported that the patient's hemolysis had resolved on (B)(6) 2019. No further relevant information has been received to date.

Event description:
It was reported that transfusions were performed. No further relevant information has been received to date.